Manufacturer narrative:
Exemption number e2016006, this report summarizes 2 events of perforation with or w/o tamponade the sapien 3 ultra transcatheter heart valve in the mitral position. The ¿time to event¿ (tte, in days) for this event was 0.50. The device identification (di) numbers for edwards commander delivery system are: (B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and transcatheter heart valve (thv) procedures. There are several potential etiologies for cardiac perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use transcatheter heart valves. Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. In this case, specific procedural details are not available to determine potential contributing factors to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
This report summarize 2 events of perforation with or w/o tamponade serious injury events for the sapien 3 transcatheter heart valve in the mitral position for (B)(6) 2020. The age range for these events is from 28 to 77. The breakdown for gender is as follows: 1 male and 1 female. (B)(6) 2020 data extract includes data provided by acc for q1 (january 1 and march 31).

Event description:
This report summarize <noe> 2 </noe> events of perforation with or w/o tamponade serious injury events for the sapien 3 transcatheter heart valve in the mitral position for (B)(6) 2020.

Manufacturer narrative:
Supplemental report to add noe statement in b5 section, and provide d5 and h6 information.